Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the transcatheter procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath could not enter the femoral vein because the front end of the sheath was deformed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the distal end of the sheath was damaged and deformed due to compression. During the insertion process, it was observed that there was resistance in the forward movement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the transcatheter procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath could not enter the femoral vein because the front end of the sheath was deformed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the transcatheter procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath could not enter the femoral vein because the front end of the sheath was deformed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the distal end of the sheath was damaged and deformed due to compression. During the insertion process, it was observed that there was resistance in the forward movement.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation dilator damage. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Media analysis: media inspection of the sheath revealed an abnormality at the distal tip of the sheath, presented as slight deformation at the transition between the dilator and black silicone tip. Risk assessment: a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.